Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were tightened and the sys drive board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys has no image displayed during a case. The procedure was completed. No pt injury was reported.